Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery. The balance middleweight (bmw) universal guide wire was advanced with no resistance noted through the guiding catheter into the coronary vessel; however, the guide wire went through a side hole of the guiding catheter and got stuck. The guide wire was not able to be removed from the guiding catheter, and so the guide wire and guiding catheter were removed together as a single unit. A new bmw guide wire and catheter were used to complete the procedure successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.